Event description:
It was reported that the programmer's screen blacked out after interrogating the implantable device. It was noted that even after wa iting for a few minutes, it did not change, and the session was forcibly terminated. The radiofrequency (rf) head was removed from the patient, and an attempt was made to restart the programmer; the fan operated, however the screen did not display anything. Another programmer was used to complete the procedure. After the procedure, the first programmer was restarted again, however, the issue remained the same. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not start up after being powered on, the programmer would receive power with the system fan but would not boot up. The software was reinstalled and updated to the newest version. It was noted that system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.